Manufacturer narrative:
Block b3: approximate date, the patient reported experiencing an increased charging burden for one year prior to the replacement procedure.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device required replacement of the implantable pulse generator (ipg) due to charging difficulties. The patient experienced an increased charging burden prior to replacement. The explanted ipg cannot be returned because of facility policy. Following the replacement procedure, the patient is recovering as expected.